Event description:
It was reported by service report that the side rail panel was broken and had sharp edges. It is unknown if there was patient involvement, however, no adverse consequences are reported.